Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump turned off. Customer blood glucose reading was 85 mg/dl. Troubleshooting was performed. The insulin pump turned off after exposure of moisture in the swimming pool. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. The insulin pump was received with moisture damage noted on motor, vibrator motor and battery tube assembly. The insulin pump was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, fading serial number label and scratched case.